Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00073.

Manufacturer narrative:
Information was received via journal article.

Event description:
It was reported via journal article that in the one year post-op patients experiencing slight to no pain. The merle d/aubigne scale shifted from 2.5 pre-op to 5.5 after 1 year and 5.2 after 5 years. There was no correlation between the relationship between clinical results and the size of the defect. No further information is available